Manufacturer narrative:
The device will not be returned to the manufacturer for eval.

Event description:
Sales rep stated that during a two level kyphoplasty procedure, 2 balloons bursted. The physician was inflating them very slowly and when it reached 300psi - the balloon would burst. There were no adverse consequences to the pt or user and there was a delay of about 30 minutes. The procedure was completed successfully.